Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The user facility reported that during a rc repair the cfbc-4503 genesys anchor was broken when the surgeon inserted the anchor and turned it clockwise. The broken piece was removed. The surgery was completed with an alternative cfbc-4503 with 3 minute procedural delay. No patient injury was reported. This report is being raised on a reported malfunction with potential for injury with recurrence.

Manufacturer narrative:
For clarification, the initial report filed on 1dec2017 was raised for the malfunction of the driver being broken. Additional information has since then been collected and the break was reported for the anchor, not the driver. The biocomposite suture anchor is intended to reattach/fixate soft tissue to bone in orthopedic procedures. Mitigation of potential anchor breakage is outlined for the user in the instructions for use. The break of an anchor, whether it was retrieved or left implanted in the bone, is not an event that meets the definition of a reportable event. The device was returned to conmed for evaluation. Visual inspection of the returned use device found the anchor still attached to the driver with no signs of missing pieces. The sutures were found to be loaded properly into the suture channel. No damage was found to the driver; however, the anchor was not fully seated onto the driver head and signs of damage in the form of dents were noted at the tip. The reported anchor break cannot be confirmed. There have been no similar reports for this device and lot combination per a two-year review of complaint history. A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advise the user of the following. Inspect all instrument for damage prior to use. Ensure the anchor is properly seated on the driver tip prior to and during implantation. Proper orientation and alignment of instruments is important during implantation of the genesys crossft suture anchor to minimize possible breakage of the anchor. If a small amount of forward pressure is not applied while rotating the handle breakage of the genesys crossft suture anchor is possible. This issue will continue to be monitored through the complaint system to assure patient safety.